Event description:
It was reported that a 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant on (B)(6) 2023 using a 9f amplatzer trevisio intravascular delivery system. During implant both discs of the device took on a bulging shape. The device was removed from the patient prior to release from the delivery system. There were no interactions with cardiac structures during deployment. There were no angulations or kinks noticed in the delivery system. It was noted that the device was replaced with a new 30mm amplatzer multi-fenestrated septal occluder - cribriform, which was implanted successfully. There were no adverse effects.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.